Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin. The customer also reported being hospitalized due to vomiting. The customer stated that he kept receiving no delivery alarms. It was noticed that the customer was breathing heavily while calling. Advised the customer to call back once he feels better. No further info was provided.